Event description:
It was reported through a research article identifying emboshield nav6, accunet, and acculink devices that may be related to the following: death, stroke. Specific patient information is documented as unknown. Details are listed in the attached article titled, carotid artery stenting according to the 'tailored cas' algorithm performed in the very elderly patients: the thirty day outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The additional devices referenced, are being filed under separate medwatch reports. The reported patient effect of death is a known observed and potential patient effect as listed in the emboshield nav6 instructions for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency. Attachment: article, carotid artery stenting according to the tailored case algorithm performed in the very elderly patients: the thirty day outcome.